Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during intubation, the cuff deflated preventing isolation of one lung. The patient was reintubated. Therapy was not delayed or interrupted. No patient harm or injury. Additional information states the patient status is "stable".

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: " no sample was provided only customer provided photos. The photo was reviewed. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The exact root cause could not be determined at the manufacturing site. This is because any leak or defect on product, should have been identified during the 100% visual inspection and functional testing during the manufacturing timeline as mentioned in the standard production method. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available; it is not possible to determine the source of the defect reported and unable to take any action. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during intubation, the cuff deflated preventing isolation of one lung. The patient was reintubated. Therapy was not delayed or interrupted. No patient harm or injury. Additional information states the patient status is "stable".